Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with sensor insertion. It was explained that the introducer needle was hard to remove, and the sensor glucose value was not available after the initialization period. The customer¿s mother removed the sensor and the electrode was only 1 or 2 mm long. The sensor would be replaced. The sensor will not be returned for analysis.